Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to seal the aortotomy. The hospital reported that there was no significant blood loss. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and plenty of evidence of blood. Visual inspection determined that the delivery device was returned outside of the loading device. The tension spring assembly, anchor tab, and seal were located inside of the delivery device tube. The green slide lock and the white plunger were depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for failure to deploy. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).